Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the full height pocket would not release. The customer reported that they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29 october 2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height pocket was failed and required maintenance. A field service engineer replaced the flat ribbon cable and reconnected the row board cable connector, tested the station in diagnostics, and the customer verified functionality through the medical application. The system functioned as intended after the field service engineer repaired the device.